Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the oxygen sensor. The ventilator was not on a patient at the time of the event. The device was evaluated and the oxygen sensor was replaced. The device passed self-testing. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time. The customer declined to provide the device type.

Manufacturer narrative:
Product analysis #(B)(4):failure duplicated. The oxygen sensor was placed into a test unit and failed testing when the setting was changed to 50% within 10 minutes. The sensor was calibrated and tested at the following rates: 21%, 40%, 60%, 80% and 100%. The following results were observed 21.3%, 40.3%, 58.7%, 79.8%, 99.8%, all test trails are within tolerance of +/- 3% and have passed testing. During testing the system was allowed to run for approximately 25 minutes. The root cause was due to the sensor needing calibration.

Event description:
It was reported that there was a malfunction of the oxygen sensor. The ventilator was not on a patient at the time of the event. The device was evaluated and the oxygen sensor was replaced. The device passed self-testing. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.